Event description:
It was reported that the patient experienced pain at the ipg site due to weight loss. In turn, the patient underwent surgical intervention wherein the scs ipg site was revised on (B)(6) 2021 to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing pain at their scs ipg pocket site due to the device flipping in the pocket site. In turn, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
A patient experiencing pain at their scs ipg pocket site and ipg migration was reported to abbott. As a result, the scs ipg site was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.